Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, it was not possible to interrogate the device. It was also reported that the ipg did not pace or sense. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis determined that the reported no output and no telemetry failure was due to a faulty crystal oscillator. If information is provided in the future, a supplemental report will be issued.